Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was report that an occlusion alarm occurred. Reportedly the customer called emergency services and was transported to the emergency room and subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 640 mg/dl with high ketones that were identified as life threatening by a healthcare provider. The customer was treated intravenously with fluids of saline and insulin in the hospital and was released on with no permanent damage and issue resolved on (B)(6) 2023.